Event description:
The user facility reported a patient facing acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced irreversible limb ischemia and an embolism. The patient subsequently expired. The patient was placed on venous-arterial extra-corporeal membrane oxygenation support one hour prior to the impella cp pump insertion. The patient experienced limb ischemia and a perfusion catheter was placed to restore flow. On day three of the support, the team performed an above-knee amputation. On day seven, there was an air in the purge system alarm and troubleshooting was initiated. However, the decision was made to withdraw care and the patient subsequently expired. Upon review by abiomed's medical safety officer, there is not enough information to exclude the impella cp pump as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation has been completed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. The root cause of the embolism could not be determined since the product was not returned and insufficient clinical details were provided. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."